Event description:
A customer reported a patient experienced small anterior capsule tear during laser assisted cataract surgery. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info. A completed questionnaire was rec'd on (B)(4) 2014. (B)(4).